Manufacturer narrative:
E1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Returned sample evaluation: photo associated with this case was received for evaluation. Batch record review: the lot 2h01898 was manufactured on (B)(6) 2022, bodolay manufacturing line, with a total of (B)(4). Complaint investigator performed a batch record review on (B)(6) 2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material 1704768 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Investigation conclusion: after brainstorming and ishikawa, potential root cause to the failure mode was identified. Corrective and preventive actions will be taken for each of the causes identify for problem solution. Root cause(s): method: dirty carts to transport materials. Dirty trays. Method: mixers with residues from previous mixtures. Manpower: inadequate transfer of materials. Solution: retrain warehouse and manufacturing personnel in the correct materials transfer from warehouse to the cleaning room per dr-sop-0007. Manpower: inadequate electrocuting lamp maintenance. Actions were taken through corrective and preventive actions (CAPA) record in database. The investigation associated with related event record has been approved and was complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
It was reported that there was staining on dressing (product discoloration). The product was not used. A photograph was received from complainant depicting the issue.